Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 130 mg/dl. The customer was admitted to the hospital to treat hypoglycemia. The customer has not reported any symptoms related to hypoglycemia. The customer was alleging that the insulin pump was over-delivering the insulin. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was active. Troubleshooting was declined by the customer. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Event description:
Updated summary - missing info. Customer's bg (blood glucose) value at time of ER visit/hospital admission/ems dispatch was 86 mg/dl. Customer's current bg value was 130 mg/dl.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible over delivery anomaly not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 16-dec-2023 in the pump history file for the primary svn (B)(4). Please see below for the daily total of all insulin delivered on the event date 16-dec-2023 in the pump history file. 12/17/2023 00:00:00.000 dailytotals, dailytotalcollectionstarttime = 12/16/2023 00:00:00.000, dailytotalofallinsulindelivered = 7.2, dailytotalofbasalinsulindelivered = 7.2, percentageofdailytotaldeliveredasbasalinsulin = 100, dailytotalofbolusinsulindelivered = 0. There were no auto suspend (12) alarm noted in the pump history file for the primary svn (B)(4). There were no user suspended alarm note on the event date in the pump history file for the primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-dec-2023 in the pump history file for the primary svn (B)(4). 12/10/2023 20:56:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/10/2023 21:06:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/10/2023 23:41:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/11/2023 04:09:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/11/2023 04:36:00.000 alarmalertnotification, faultnumber = low battery alert (104). 12/11/2023 06:46:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/11/2023 09:22:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 12/11/2023 10:08:00.000 alarmalertnotification, faultnumber = change battery fault (73). 12/11/2023 10:39:00.000 alarmalertnotification, faultnumber = off no power (11). 12/11/2023 10:49:00.000 alarmalertnotification, faultnumber = off no power (11). 12/11/2023 10:50:04.000 alarmalertnotification, faultnumber = post-reset ram crc alarm (23). 12/11/2023 10:50:28.000 alarmalertnotification, faultnumber = batt out limit(6). 12/11/2023 10:50:39.000 alarmalertnotification, faultnumber = batt out limit(6). 12/14/2023 18:24:34.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert was expected due to the customer's battery in the pump is low on power. Change battery fault (73) was expected (customer's battery in the pump is low on power and the battery needs to be changed). Off no power (11) was expected (battery power depleted). Pump error 23 and battery out limit alarm were expected due to the pump's time reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. No delivery (7) not confirmed. Please see data pertaining to svn (B)(4) event date 03-feb-2023 below. There was no data listed in the pump history file for the event date 03-feb-2023 on svn (B)(4). Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 03-feb-2023 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date 03-feb-2023 in the pump history file due to no data available on svn (B)(4). Please see data pertaining to svn 000314197377 event date 21-apr-2022 below. There was no data listed in the pump history file for the event date 21-apr-2022 on svn (B)(4). Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 21-apr-2022 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date 21-apr-2022 in the pump history file due to no data available svn (B)(4). Please see data pertaining to svn (B)(4) event date 15-sep-2022 below. There was no data listed in the pump history file for the event date 15-sep-2022 on svn (B)(4). Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 15-sep-2022 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date 15-sep-2022 in the pump history file due to no data available svn (B)(4). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia), high bgs, diabetic ketoacidosis. Possible over delivery anomaly not confirmed. Unexpected battery power loss not confirmed. Replace battery now alarm not confirmed. Battery cap damage not confirmed. The pump was placed on legal hold. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.